Manufacturer narrative:
Batch record review of lot b349 was conducted. There were no non conformances related to this lot. Lot met release requirements. Trends have been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this specific lot. Service order (B)(4) is still pending. The assessment is based on info available at the time of the investigation. No product was returned by customer for investigation; therefore, no root cause could be determined at this time. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a centrifuge blood leak that occurred during treatment. Name and function of complainant: same as reporter. Customer reported a bowl leak occurred in the centrifuge when a double needle mode treatment using kit b349/ (B)(4) was at 1123 ml whole blood processed. Treatment was aborted with no blood returned to the pt. Customer stated the (B)(6) male pt is stable. Pt was being treated for gvhd, using heparin anticoagulant at a 8:1 ac ratio. Customer stated no unusual noise preceded the blood leak alarm. Customer reported the upper drive tube bearing was still in the bearing retainer clamp on the centrifuge arm, but the drive tube was not in this bearing any longer and was broken. Customer stated the centrifuge leak sensor strip did not appear to be damaged but was soaked with blood. Customer is to provide a purchase order number for field service to be dispatched. No kit was returned for investigation.